Event description:
It was reported that one hour post-implant, the patient was still in third degree atrioventricular block. The pocket was reopened and it was noted that the right ventricular lead had detached from the pulse generator. The pulse generator was replaced. The patient experienced no complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.